Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: extension set leaking. Line was infusing chemo.

Manufacturer narrative:
(B)(4). One used set was received for evaluation. The set was tested for leakage per the specification and leakage was observed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking and leaking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.